Manufacturer narrative:
(B)(4).approximate age of device- 8 months . The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to a pump pocket infection and was discharged on (B)(6) 2017. The patient was reported to be in stable condition and has scheduled routine follow ups. Additional information was requested but not provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas), and reported infection could not be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.